Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation. Device remains implanted. This relates to the right side.

Event description:
Previous medwatch submission noted deflation. Upon further information, allergan has determined that this record is a duplicate record. Please see MDR 9617229-2021-06314 as the operating record related to this complaint.

Manufacturer narrative:
Please see MDR 9617229-2021-06314 as the operating record related to this complaint.